Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 07/12/2017 to the present date 12/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that there was unknown damage on the device. No patient involvement was noted.